Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not have the carbohydrates feature turned "on". Reportedly, when the customer looked at the insulin on board (iob) feature, the customer realized that more insulin had been consumed than intended as the customer had assumed the carbohydrates feature was on. The customer declined to provide a blood glucose (bg) level; however, stated the low bg level would be treated by consuming food and, if needed, has fast acting glucose tablets available as alternate insulin therapy. Tandem technical support was able to assist the customer with successfully adjusting the pump settings. The customer declined further assistance or follow up from tandem technical support.